Manufacturer narrative:
The technician adjusted the set screw on the caster to repair the bed.

Event description:
Info received indicates the right head brake caster is not holding. The caster continues to swivel in brake.